Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the stent. The stent became dislodged and remained in the pt. Attempts to retrieve with a snare were unsuccessful. Pt status is listed as "okay".